Event description:
It was reported case damage, and error message lec 1720 (during testing/no patient injury).

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition.the reported issue was duplicated during the investigation. The investigation determined that a broken wire in the back up capacitor was the cause of the reported issue of last error code 1720. The housing assembly was also damaged. Both housing and capacitor were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.